Event description:
Revision surgery performed on (B)(6) 2025, due to dislocation. The following components were removed: - delta tt pro d.52mm medium+ (part code 5553.14.523, lot number 2333067, sterilization (B)(4)). - delta neutr. Liner d.36mm #m+ (part code 5885.54.259, lot number 24at0a7, sterilization (B)(4)). - bone screw ø6,5 h.30mm (part code 8420.15.030, lot number 2509960, sterilization (B)(4)). These components were replaced by the following new ones: - delta tt cup d.54mm (part code 5552.15.540, lot number 2304688, sterilization (B)(4)). - delta mobile liner (part code 5566.50.420, lot number 20at0y8, sterilization (B)(4)). - bone screw dia=6.5mm h=25mm (part code 8420.15.020, lot number 2411118, sterilization (B)(4)). - bone screw dia=6.5mm h=35mm (part code 8420.15.040, lot number 2201892, sterilization (B)(4)). - delta cup dual mobility liner #large (part code 5885.09.042, lot number 2017046, sterilization (B)(4)). Previous surgery was performed on (B)(6) 2025. The patient is a male, date of birth (B)(6)1953. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot number, no pre-existing anomaly was discovered in the items belonging to the following lot numbers: - lot number 2333067, sterilization (B)(4). - lot number 24at0a7, sterilization (B)(4). - lot number 2509960, sterilization (B)(4). The manufacturer will submit a final MDR as soon as the investigation is complete.